Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 60 ml/hr. 960 ml were delivered in 4 hrs. Following the event, the physician ordered a chest x-ray and blood tests. The pt was given antibiotics for one week. One pt involved.